Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown / unknown / unknown / unknown.

Event description:
Caller reports their pump screen is dark/won¿t turn on. Cts provided troubleshooting and when turned on pump displayed malfunction code. There was no reported adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.